Event description:
Pt coded: defibrillator to be used, charged at bedside, did not fire, recharged 2-3 times before charge delivered on third or fourth attempt. Device checked by bioengineering and company, no malfunction found.